Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience intermittent elevated blood glucose (a1c elevated to 9.5) and the pump alerts were hard to hear as they were not very loud. The customer did not provide further information regarding the events. Although multiple attempts were made by tandem technical support to contact the customer for additional information, the customer did not reply.